Event description:
(B)(4). Pain on right lower abdomen and pain is worse in certain sitting positions. Lower back pain, more persistent than normal. Loss of hair. Pain in hips/joints. Worsening eyesight within months of implant. I also breastfed my daughter for 1 year after implant and she has severe food allergies and eczema.